Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the keypad was not responsive as it used to be and the middle button was not responding accurately. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input, and there was some response from the buttons. The customer was able to access the menu screen. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test properly. All buttons were tested while navigating the menus, and intermittent button response was noted during testing. Proceed by cutting the unit open and performing a visual inspection of connectors and the electronic stack. No moisture damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscope inspection, u1 on keypad assembly, broken solder joints on pin #4 were noted, causing the intermittent button response. The following cosmetic damages were noted: scratched case, cracked case, and pillowing keypad overlay in conclusion, customer allegation was confirmed. Intermittent button response was noted due to a broken solder joint on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.